Event description:
It was reported that the cardiac defibrillator exhibited episodes of non sustained right ventricular oversensing. Upon review it was noted that there was crosstalk from atrial paces. The patient was asymptomatic. No intervention was performed. No further information was available.